Event description:
During the device follow-up on (B)(6) 2012, the slow vt episode recorded on (B)(6) 2012, 21:39 was reviewed in details because it led to a 42 j shock. According to the programmed settings, a 14 j shock should have been delivered first. Few cycles of ventricular egm were also missing in this episode.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.